Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing in the antrum on laparoscopic sleeve gastrectomy, the stapler was able to fire but there was a poor staple formation and proximal staple line was incomplete. It was stated that the staple legs were open and bent and no ¿b¿ shaped formation occurred. The surgeon used suture to ensure that there will be no leak occurring in the future and oversew the malformed staple line. The surgical time was extended from the surgeon¿s standard 45-60 minutes to almost 150 minutes as the surgeon took a lot of time to ensure that it was sewed properly. It was also stated that malformed staples fell into the patient¿s cavity and event resulted to tissue damage.